Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level 0f 400-600 mg/dl range; cause was not known. Customer administered a manual insulin injection to address elevated blood glucose. Recommendation was made to consult with a healthcare provider to discuss diabetes management.